Manufacturer narrative:
It was reported that when "pushing nacl into a baxter needless connector" on (B)(6) 2024, the "flush connector became disconnected in the baxter one-line needless port". The customer reported the issue occurred prior to use, and the device was replaced. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that when "pushing nacl into a baxter needless connector" on (B)(6) 2024, the "flush connector became disconnected in the baxter one-line needless port".